Manufacturer narrative:
The device evaluation was completed for the reported event of "air in line will not clear". A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. However, true and false alarms cannot be distinguished through the history log, and evaluation found the device to function as intended with respect to "air-in-line" errors. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation but the alarm was unable to clear due to an unrelated issue that prevented the evaluation from being able to be completed. The reported condition was verified. The cause of the condition could not be determined. The device was determined to not meet all product specifications unrelated to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.